Event description:
Device returned to MFR with report of "the pump was not delivering drug. A dye study indicated the catheter was not obstructed. During pump refills 18cc was removed 3 months in a row instead of 2cc. Two rotor checks indicated that the rotor was not turning. Info has been requested regarding impact of the event on the pt's health status. No information has been recieved.